Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one video of a device and eight devices sealed with the appropriate packaging. A visual inspection of the returned video noted that while the reload was firing, a metal looking shaving was being produced at the distal end of the I-beam while in use. Visual inspection of the returned products noted that the reloads had a full staple complement. Functionally the reloads were loaded into a pmv representative instrument and were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the knife made a metal chip or spiral. The reload broke off and fell into patient's cavity. The surgeon took the metal chip or spiral manually out of the patient using a laparoscopic grasper. Same reload with metal chip removed was used to complete the case as they inspected the staple line was okay. There was no patient injury.